Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect1515 showed no other similar product complaint(s) from this lot number.

Event description:
It was stated that the PICC was difficult to remove from the patient causing tissue/vessel damage.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficult PICC removal is inconclusive due to poor sample condition. One 5 fr dual lumen powerpicc catheter with the t-lock stylet assembly with the catheter and kit components were returned for investigation. Gross visual evaluation revealed no usage residue. The clinical conditions in which the catheter was used are unknown and no evidence of difficult removal were present on the returned sample; therefore, the complaint is inconclusive, poor sample condition. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states, ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply arm compress and wait 20-30 minutes.

Event description:
It was stated that the PICC was difficult to remove from the patient causing tissue/vessel damage.